Manufacturer narrative:
Customer refused estimate and device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were observed. The device's internal battery needed to be replaced to address the issue.